Event description:
It was reported that air was observed in the patient line of an automated pd set with cassette. This was observed during the initial drain cycle of peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that could have caused the air. The technical services representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.